Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device would be returned this week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that pump was read and motor stall occurred. Any environmental/external/patient factors that may have led or contributed to the issue was unknown. Interventions/actions were unknown. At the time of this report, the issue was not resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of motor stall had not been determined. Pump was replaced and would be sent back. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found pump/motor/gear train anomaly/stall due to shaft-bearing and pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was programmed to deliver dilaudid (10mg/ml at 0.480mg/day).analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device would be returned on monday. No further complications were reported.